Event description:
Device 2 of 2. Reference manufacturer's report: 1627487-2010-01549. The pt was implanted with two percutaneous leads subcutaneously in the cervical area (off-label placement) on (B)(6) 2007. The leads were placed subcutaneously due to scar tissue in the epidural space. On (B)(6) 2007, it was reported that one of the leads may be fractured because the pt lost stimulation and lead impedance testing showed invalid lead impedances. The leads were replaced on (B)(6) 2007 and returned to ans for analysis.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.